Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on radius and underweight. A visual and micro analysis was performed which identified: crease sharp opening, wear abrasion and crease fold. Based on the device analysis the final assessment is: an opening crease sharp on radius due to fold flaw opening.

Event description:
Healthcare professional additionally reported "chronic inflammation, foamy histiocytic infiltration, foreign body type multi-nucleated giant cell reaction and fibrosis."

Event description:
Healthcare professional additionally reported "chronic inflammation, foamy histiocytic infiltration, foreign body type multi-nucleated giant cell reaction and fibrosis."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are rupture and patient concern with the product.

Event description:
Healthcare professional reported a left side rupture and patient concern with the product. Device has been explanted.